Event description:
It was reported that the customer had a no delivery alarm on the replacement pump that they just received. Troubleshooting was not performed because the call was disconnected. Customer was called back but there was no answer. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).